Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, at around 8:00am, the patient stated that they had leg and arm cramps, was sweating, was losing their vision and passed out. They stated this all occurred within 3 to 6 minutes until they passed out due to hypoglycemia. The patient's spouse checked the patient's bg when they were unconscious and stated the bg 22 mg/dl and the cgm was 77 mg/dl. The patient's spouse provided the patient with gvoke glucagon (1mg/.2ml) and the patient recovered after treatment. At the time of the report, the patient was feeling fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.